Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yka3, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that during a procedure on (B)(6) 2017 the patient had their ins and partial wire removed. The lead wire that was partially removed appeared to have snapped as the patient was in a car accident. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.